Manufacturer narrative:
The field engineering specialist found in a follow up visit an issue with the rinse station. There was a small hole in the vacuum tubing which he repaired. There have been no further issues since the last service visit.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of high discrepant results for 7 patient samples tested for multiple tests on a cobas 8000 c 702 module. Of the data provided 6 patient results were a reportable malfunction. The units were not provided for any of the below results. Patient #1 had an erroneous result for ca2 calcium gen.2. The initial calcium result was 0.33 with a repeat result of 2.44. Patient #2 had an erroneous result for alb2 albumin gen.2. The initial albumin result was 61 with a repeat result of 32. Patient #3 had an erroneous result for crep2 creatinine plus ver.2. The initial creatinine result was 248 with a repeat result of 45. Patient #4 had an erroneous result for phos2 phosphate (inorganic) ver.2. The initial phosphate result was 4.1 with a repeat result of 1.0. Patient #5 had an erroneous result for phos2 phosphate (inorganic) ver.2. The initial phosphate result was 8.0 with a repeat result of 0.8. Patient #6 had an erroneous result for crep2 creatinine plus ver.2. The initial creatinine result was 95 with a repeat result of 17. It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent information was not provided for any of the above listed tests. The customer changed their sample and reagent probes but that did not resolve the issue. The field engineering specialist replaced the gear head pump and carried out necessary adjustments.